Event description:
Reporter indicated that vns therapy depression study pt was hospitalized due to shortness of breath. It was reported that 11 days prior to hospitalization, the pt experienced a recent asthma episode that was better, but not fully resolved at that time. The pt was discharged from the hosp five days later with a diagnosis of congestive heart failure. Approx two weeks later, the pt was again hospitalized for cardiac evaluation after being seen in emergency room for jaw pain. Chest x-ray revealed fluid in the lungs. The pt underwent a cardiac catheterization which showed two blocked arteries. The pt had a stent placed in one of the blocked arteries and was discharged.